Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I am curious to now if your pain\symptoms go away') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), panic attack ("panic attacks") and anxiety ("anxiety"). The patient was treated with surgery (partial hysterectomy robotic vaginally removed). Essure was removed. At the time of the report, the pelvic pain, panic attack and anxiety outcome was unknown. The reporter considered anxiety, panic attack and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I am curious to now if your pain\symptoms go away') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), panic attack ("panic attacks") and anxiety ("anxiety"). The patient was treated with surgery (partial hysterectomy robotic vaginally removed). Essure was removed. At the time of the report, the pelvic pain, panic attack and anxiety outcome was unknown. The reporter considered anxiety, panic attack and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events panic attacks and anxiety were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I am curious to now if your pain\symptoms go away') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), panic attack ("panic attacks") and anxiety ("anxiety"). The patient was treated with surgery (partial hysterectomy robotic vaginally removed). Essure was removed. At the time of the report, the pelvic pain, panic attack and anxiety outcome was unknown. The reporter considered anxiety, panic attack and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events panic attacks and anxiety were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('I am curious to now if your pain\symptoms go away') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.